Event description:
It was reported that the user experienced a bent cannula with a teflon infusion set, followed by hyperglycemia around 340 mg/dl and a subsequent low to 46 mg/dl after a missed meal announcement that the algorithm corrected; after replacing the set, the user performed a ¿ghost¿ meal announcement and later contacted support when glucose was 145 mg/dl with downward trend, and was advised on appropriate thresholds for treatment and proper meal announcement and high-glucose management. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no alerts or alarms and no medical treatment or hospitalization. Investigation included complaint intake review, troubleshooting, and education. Investigation of this case revealed use error related to infusion set insertion resulting in a bent cannula and user technique issues with meal announcement, while the pump and algorithm functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error with cause of hyperglycemia unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.